Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A patient's light adjustable lens (lal, sn (B)(6), +20.5d) was implanted on (B)(6) 2023. The patient completed one light adjustment treatment during the postoperative period and achieved 20/20 vision with a plano result. On (B)(6) 2024, approximately 6 months after the implant surgery, the lal was explanted from the patient's eye. A toric intraocular lens from a different manufacturer and with a higher spherical power (+21.5d) was implanted as a replacement. Rxsight's first awareness of this event was on 05/07/2024.

Manufacturer narrative:
Section h6 codes were updated. Manufacturer reference #: (B)(4).